Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received lioresal unknown concentration and dose in an implantable pump for intractable spasticity and head/brain injury. The patient developed and infection some time ago and the infusion system was removed. No further information was provided.